Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified subclavian artery. An 8.0x30x135cm express ld vascular stent was selected for use. During the procedure, the stent was advanced into the patient to reach the lesion and was pressurized by the pressure pump under radiation. However, during pressurization, it was noted that the balloon had not inflated, and diffuse contrast medium was noted in the balloon under radiation. Subsequently, the balloon was removed along with the guidewire for external pressurization. During the first inflation at 1 atmosphere for 5 seconds, the balloon burst. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Event description:
It was reported that balloon burst occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified subclavian artery. An 8.0x30x135cm express ld vascular stent was selected for use. During the procedure, the stent was advanced into the patient to reach the lesion and was pressurized by the pressure pump under radiation. However, during pressurization, it was noted that the balloon had not inflated, and diffuse contrast medium was noted in the balloon under radiation. Subsequently, the balloon was removed along with the guidewire for external pressurization. During the first inflation at 1 atmosphere for 5 seconds, the balloon burst. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device confirmed that the balloon had not been inflated. A pinhole in the balloon material was identified located approximately 4mm proximal of the proximal markerband. No other issues were noted with the balloon material. The device was received with stent crimped in the correct position on the device. No damage or issues were noted with the stent. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.